Event description:
It was reported the system made a grinding noise and then a blue cable error appeared. The customer discovered the blue dc motor adapter had snapped. The doctor had planned to sample 2 sites, but was only able to retrieve enough samples for diagnosis from the first site. The patient's breast had not yet been pierced on the second site. The patient will be rescheduled to treat the second site. There was no patient consequence. The device was returned for service and repair.

Manufacturer narrative:
Evaluation summary: the analysis site found that the control module dc motor adapter on the blue cable side was broken causing the cutter to not rotate. The site performed system upgrade to correct the customer complaint. The control module was serviced, then functionally tested, and found to operate properly.